Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was 9.6 mmol/l. The customer was assisted with reset and the device seems to be working. The customer stated that he is having to change battery every half and hour. And he has several power error detected in his history. The customer was advised to removed battery and observe the notification light, it stop after 10 minutes. The customer would like guidance and we are calling him back.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement and self-tests. The power management graph was within specification. Unexpected pump error 25 and replace battery alerts while monitoring, multiple low battery alerts were present in the format history file and the power management graph was in specification. However, the lithium backup battery indicated connector resistance issue as shown in the power management graph. High sleep current measurement due to connector resistance issue. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the unit functioning properly during testing. The pump had a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture and a peeling end cap address label.